Event description:
An animas 2020 insulin pump, for treatment of insulin dependent diabetes mellitus (type 1 diabetes), administered an unprompted dose of insulin. The patient, while asleep, received the entire contents of the pump's insulin reservoir. The pump was neither prompted to deliver this dose, nor did it recognize that the dose was administered as determined by reviewing the pump's dosing records and it's own assessment of its insulin inventory. The patient's family members responded when the pump repeatedly indicated it needed to be primed, a very unusual occurrence. After the pump made multiple requests to be primed, a family member removed the reservoir from the pump for inspection/replacement, at which time it became evident the reservoir was empty. It is believed the pump reservoir contained approximately 30 units of insulin before the event. This is also the approximate volume that the pump still indicated it contained. Animas was contacted immediately. The patient, who normally received between 5 and 10 units in the course of a 24-hour period, was rushed to hospital, treated for insulin overdose in the e.r., and was eventually transferred to pediatric intensive care. While the outcome could have been loss of consciousness, seizure and possibly death, the patient made a full recovery and was released the following day. Dates of use: (B)(6) 2008 - (B)(6) 2011.